Event description:
It was reported that the patient went to the emergency room with hyperglycemia under the advisement of a healthcare provider. The patient was unable to set up her pod due to receiving a memory corruption alert on her omnipod 5 personal diabetes manager and not having her settings available to program the omnipod 5 app on their smartphone. Symptoms reported include hyperglycemia, dry mouth, headache and fatigue. The patient was treated with 2 bags on intravenous (IV) saline, IV insulin and insulin injections. The patient was released after 8 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.